Event description:
The patient was enrolled in the (B)(4) study and had a precise 9 x 30 stent implanted in the ostial right internal carotid artery (rica) during the study index procedure. The patient was symptomatic for the index procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient had a CT scan and MRI done which showed sub-acute infarcts with no focal findings since the patient's previous cva prior to the index procedure. The event was reported to be unrelated to the study device/procedure, did not require emergent cea surgery, and fully resolved in greater than twenty-four hours (>24 hours). The patient was discharged seven days after the index procedure. The rica target lesion was reported to be: a 90% stenosis, 25 mm length, absent of thrombus, 7 mm diameter, ulcerated, and not calcified/tortuous. A 7 mm angioguard embolic protection device was used for the procedure. The target lesion was pre-dilated. The residual stenosis was 0%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the patient was enrolled in the (B)(4) study and had a precise 9 x 30 stent implanted in the ostial right internal carotid artery (rica). The patient was symptomatic for the index procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient had a CT scan and MRI done which showed sub-acute infarcts with no focal findings since the patient's previous cva prior to the index procedure. It is unknown if the cerebral infarctions noted post-procedure were new infarcts of evolving infarcts from the patient's previous cva of (B)(6) 2011. The event was reported to be unrelated to the study device/procedure, did not require emergent cea surgery, and fully resolved in greater than twenty-four hours (>24 hours). The patient was discharged seven days after the index procedure. The rica target lesion was reported to be: a 90% stenosis, 25 mm length, absent of thrombus, 7 mm diameter, ulcerated, and not calcified/tortuous. A 7 mm angioguard embolic protection device was used for the procedure. The target lesion was pre-dilated. The residual stenosis was 0%. The patient's medical history includes: hyperlipidemia, clinical copd, CABG, smoking, diabetes mellitus and hypertension. High risk criteria: previous cea recurrent stenosis, bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment. The device remains implanted and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15314643 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.